Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The product was not retuned for examination. Product info required to retrieve the device history records for reviewing was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. It was noted the product was implanted for approximately thirteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.